Event description:
A customer contacted beckman coulter (bec) reporting problems with cartridge chemistry (cc) side assays for both calibration and quality control precision on the unicel dxc 600 pro synchron chemistry analyzer. The customer also noted one false low glucose cartridge (glu) patient result. The false low glu result yielded a value of 179 mg/dl and was rerun with a result of 199 mg/dl from an alternate dxc instrument and was reported. No patient demographics provided, no printouts provided for this patient sample. Customer stated that the affected cc side assays glu, high demand / low density (hdld) and cholesterol (chol) were seeing quality control (qc) precision issues. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Calibration and quality control (qc) data was provided by the customer. Upon review of qc data indicated trending of qc results out - 4 standard deviation (sd) the day of the event. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the cc sample probe, both cc side reagent probes, 4-way hamilton valve, reagent b wash collar, cc reagent syringe, and 2 wash probes. Issue was resolved with the multiple part replacements. The fse could not determine the primary failure mode. Failure mode is cc side hardware. Multiple hardware parts were replaced. Any of which could contribute to the erroneous glucose result or false high/low assay results.